Manufacturer narrative:
The investigation for the reported stroke/cva issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced a lung contusion from the time of introduction of veno-arterial extracorporeal membrane oxygenation (va ECMO) and the impella due to the effect of cardiac massage during CPR, and continued bleeding from the alveoli and thoracic cavity. While on support, additional treatments included blood transfusions, heparin dose adjustments, and chest tube drainage. However, the patient's body volume gradually decreased, and eventually va ECMO and impella's proper support could not be continued. When the above progress was notified to the patient's family, it became a policy of care, and the patient expired. The physician commented that the cause of death was myocardial infarction and not the impella. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).